Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon revision, a fluid loss in the system was found, when the physician trying to drain the reservoir. The location of the fluid loss is unknown. Therefore, the existing ipp was removed and replaced. No patient complications were reported.